Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp cylinders and pump were explanted and a new components consisting of 18cmx12mm cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.